Manufacturer narrative:
(B)(4). Changed "other" to "device evaluation anticipated, but not yet begun ((B)(4))".

Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported that this abutment screw fractured 6 months after crown placement. The entire screw was able to be removed from the implant

Manufacturer narrative:
Upon visual inspection, it was noted that the reported fracture was confirmed. There was evidence of general usage in addition to the fracture. An x-ray from the customer was received but due to the poor resolution no additional assessment of this event could be made. No lot number was provided therefore the device history record could not be reviewed. A definitive root cause has not been determined.